Event description:
Customer reported a blank display. She stated that she had woken up in the middle of the night feeling sick. She realized her insulin pump was dead. She also tried to replace the batteries six times, but the insulin pump was giving her a battery error. The customer stated that the display does return after she inserts a new battery. However, the customer also stated the insulin pump powered off again after troubleshooting. Customer's blood glucose was unknown. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery cap contact. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.